Manufacturer narrative:
Visual inspection of the set observed the filter's upper air vent membrane to be wetted/compromised and had dried particulate/residue within the filter. Functional testing of attempting to push fluid through observed resistance and leak (termed ¿weeping out¿) from the filter vents. The cause of the clogged filter and filter vent leak was not definitively determined. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vents. The root cause of the observed leak from the filter vents was not definitively determined.

Event description:
An unexpected product was received and the attached note stated "0.2 micron filter clogged". Although requested, there has been no impact to patient response or additional event information made available to date.